Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having difficulties with his blood glucose being transferred over to his pump. His blood glucose was 432 mg/dl. He said that he is stuck in rewind. The customer was assisted with safely rewinding the pump and priming his tubing. He was assisted with how to use his bolus button. The customer stated that he wanted to figure out what to eat for breakfast so he could enter his numbers and give himself a bolus. The insulin pump will not be returning for analysis.